Event description:
Advanced bionics was made aware that the pt's device was explanted. The pt's device was reportedly dysfunctional and the pt had an early cholesteatoma formation around the electrode wire in the posterior-superior mesotympanum. The pt was reimplanted with another advanced bionics cochlear implant.